Manufacturer narrative:
The device was not returned for evaluation, but pictures of the device and packaging were provided. Visual assessment determined that the samples had a failing seal due to sealing over top of a splice in the tyvek. The root cause is a manufacturing error. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilized seal failure".